Event description:
It was reported that intermittent t-wave oversensing (twos) was observed with right ventricular (rv) lead, which resulted in pacing below the programmed lower rate. Reprogramming was performed which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.